Event description:
The patient received the scs system on (B)(6) 2011. It has been reported the patient has been experiencing heating sensation at the ipg pocket site while recharging the system. The patient reported heating is discomforting. The patient is working with her physician to determine the next course of action to resolve the issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.